Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the login timed out after the user ID was entered, and the biometric identifier did not prompt at all. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device login was timing out after the user entered their user ID, and the biometric identifier was not prompting at all. The field service engineer (fse) reimaged the station to fix the database connection issue. The fse then verified communication and access to resolve the issue. The system functioned as intended after the field service engineer repaired the device.